Manufacturer narrative:
Conclusion: recommended scrapping unit.

Event description:
It was reported via repair work order that the bed frame where siderails mount onto bed were bent that was affecting the side rail. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.